Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states display has lost all connectivity with expandable electronics. States pacm6 attendant control wire has been crushed by motion seating system, causing a short that dealer witness sparking.